Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was returned to zoll germany for evaluation. The reported issue could not be replicated during testing. The device passed all functional testing with no discrepancies identified. Device logs were reviewed; however, the logs are not designed to capture display related failures. Internal inspection revealed no damage or display cable connection issues. Based on the successful testing and lack of supporting evidence, the device was determined to be functioning as intended. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's display blanked out. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.